Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was usually lying in bed when their body would go stiff. The patient stated that they didn't dare to stretch. It was reported that the patient turned off the stimulation and hasn't gone stiff since. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that for the last 2-3 days, the patient¿s body will suddenly go stiff. The patient didn¿t know if it was the system or not. The patient said she didn¿t want to turn stimulation down or turn stimulation off because then she would be in more pain. The patient was directed to her healthcare provider (hcp) to check the cause of the patient¿s body going stiff. No further complications were reported.